Event description:
A diabetes educator contacted lifescan in 2005 and alleged that the pt's one touch ultra meter was not powering on. It was reported that the pt had not been able to use the meter for two weeks. He had not experienced any symptoms of low or high blood glucose at the time of concern. He had required assistance from a non-medical professioanl, but did not receive any medical treatment or intervention. At the time of troubleshooting, it was verified by the reported that this was not a new product and that the pt had been using correct test strips. She was asked to press the power button, but the meter would not turn on. The batteries were checked and they were correctly installed and were last replaced less than a year ago. The condition of the battery contacts was also good. The pt was sent a replacement meter.